Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant fracture under function. Implant was part of a bridge unit. Implant was trephine out. Patient is waiting for future implant replacement. Tooth location 12.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D10: unknown screw, lot# unknown g3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 3252 h6: investigation conclusions code was added: 4307. H10: narrative/data was updated. An imp,tsv,3.7,10,mtx,mg (tsvtb10) and unk screw were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage and bone on threads. Fracture at collar and screw fracture found inside. The reported device was located on tooth #12 and was used for approximately 3 years. DHR review was completed for the subject lot number (1217862). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported unk screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (1217862) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information unk screw september post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.